Event description:
In 2002, I had a hernia repair using bard composix e/x mesh, lot no. 43ll0204, and have experienced extreme pain and digestive problems since. The mesh was removed in 2004. The surgeon reported that the mesh had attached to the large and small bowel with multiple adhesions that required cutting it loose resulting in bowel perforations. The problems continued even with the mesh removed. In 2006, I had the hernia repaired again, but the complications from the original hernia surgery still exist. I am not aware of the MFR's recommended procedure for placing the mesh, but I have been advised by physicians that the mesh should be placed outside of the peritoneum. The surgeon's report, who removed the mesh seems to indicate that it was placed inside next to the internal organs. The complications I continue to experience may be the result of improper placement of the mesh, but I have heard many similar stories from hernia patients regarding usage of mesh in general. Dates of use: 2002- 2004. Diagnosis or reason for use: hernia repair. Event abated after use stopped or dose reduced? No.